Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during dwell 2/5 of their automated peritoneal dialysis therapy. The home pt reports that they disconnected their transfer set from the pt line of the homechoice set to get a glass of water. When they returned they reconnected to the homechoice set, pressed go and rec'd a system error alarm. The home pt reports pressing stop when they disconnected, but did not confirm that the display read "stop". Nothing was noted to be unusual with any of the home pt's supplies, per the home pt. The home pt reports using no pt extension lines. Baxter's technical service center assisted the home pt is ending therapy. Therapy was completed by setting up with all new supplies. No pt injury or medical intervention was associated with this incident, per the home pt.